Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. Reference complaint (B)(4)."

Event description:
"On (B)(6) 2012, at (B)(6), it was reported that the hcu 30 serial number (B)(4) was not reaching set temperature/had temperature regulation problems. Reference complaint (B)(4)."